Manufacturer narrative:
(B)(4)

Event description:
Patient was implanted with 4 drg leads of the same lot number. It was reported that the patient was experiencing diminished therapy. As a result, drg system was removed but not replaced.